Event description:
Pt reported perioral numbness after using aerobika device. No lip/oral swelling on exam. No other symptoms. Pt reported resolution of the numbness approximately 15 min after diphenhydramine. Symptoms: perioral numbness. Treatment drugs used: 1- diphenhydramine (diphenhydramine hcl 50mg/ml inj) dose: 25. Units: mg. Freq: once. Route: IV. Dates of use: (B)(6) 2019. Event abated after use stopped or dose reduced? Yes. Diagnosis for use: pulmonary toilet.